Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented to surgery with lumbar instability with significant lumbar back pain and nonunion from previous spinal surgery. Patient underwent a procedure for removal of artificial disk from l5-s1 space. Alif at l4-5 and l5-s1; two cages packed with bmp were used. For the l5-s1 disk space, one 14mm medium graft packed with bmp was used. Redo posterior fixation following removal of old hardware at l4 to s1 with placement of new instrumentation from l4 to s1 using polyaxial screws. Posterior redo arthrodesis using bmp <(>&<)> bone void filler. At 10 months post-op, the patient presented for surgery with nonunion of lumbar fusion and l3-l4 instability. Patient underwent a procedure for removal of hardware. Redo fixation and fusion, l4-s1 with hardware and bmp and extension of fusion to l3-l4.